Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issue with sensor. Customer's blood glucose value was unknown. Customer states the transmitter was connected to the sensor, sensor glucose value could not be measured, so the customer removed the sensor. Customer states when they removed the sensor, there was no electrode part of the sensor. Customer also states when the needle was inserted, the customer felt a little painful. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.